Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned system controller, serial number (B)(6) revealed that this was the patient ¿s backup controller at the time of the event. The first events recorded in the periodic log ((B)(6)2020 implant date, (B)(6)2020 and (B)(6)2021) were consistent with the controller being a backup device and the pump was not connected.. The remaining data indicated that on (B)(6)2022 the controller was connected to the pump and became a primary controller until (B)(6)2022 when it was exchanged. The event log file contained events recorded on (B)(6)2022 from 3:42 until 23:17 when the pump was disconnected. The information recorded prior to the controller exchange revealed low voltage and no external power alarms (at 22:50) which occurred while connected to a power module and at 23:17 the driveline was disconnected. The specific reason why this backup controller was used as a primary from (B)(6)2022 was not able to be determined. The patient history in salesforce did not reveal any previous complaints. The system controller was functionally tested and passed all test steps. The device history records were reviewed and the records revealed the system controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the pump off and low flow alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) chapter 4 ¿heartmate touch communication system¿ explains the operation of the heartmate touch system. Instructions for using the stop pump feature are provided under ¿clinical view¿. The user is instructed to tap stop pump. A stop pump confirmation message then appears. The user is instructed to tap stop pump to confirm. A progress bar then appears and pump will stop within a few seconds. The IFU then states that after the pump stop completes, start pump appears and the pump may be restarted. Additionally, the IFU states that after the pump has stopped, the stop pump panel will close, and the clinical view will be displayed. The stop pump feature is changed to start pump. It is also noted that if the backup battery is installed in the controller, pressing the system controller alarm silence button will restart the pump. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was being taken to the operating room for explant of an infected pump and possible cardiac recovery. The patient was initially on battery power and was switched to the power module (pm) by perfusion for monitoring during the procedure. After about 1 minute of power from the pm, the red heart alarm sounded and perfusion noted the flow was 0lpm and 0rpm. The patient was immediately placed back on battery power. The pump function returned after being placed on battery power. Rpms returned to fixed speed and usual flow. The pump was explanted as originally planned.

Event description:
It was reported that the patient was being taken to the operating room for explant due to chronic driveline infection and possible cardiac recovery. The patient was initially on battery power and was switched to the power module (pm) by perfusion for monitoring during the procedure. After about 1 minute of power from the pm, the red heart alarm sounded, and perfusion noted the flow was 0 liters per minute and 0 rotations per minute (rpm). The patient was immediately placed back on battery power. The pump function returned after being placed on battery power. Rpms returned to fixed speed and usual flow. The pump was explanted as originally planned. Additional information communicated that a heartmate touch in use during the procedure was also used the previous day on a different transplant. The log files from the heartmate touch used in the event were provided and the pump and controllers were returned for evaluation. Related manufacturer report numbers: 2916596-2023-02718. 2916596-2023-02717. 2916596-2023-03468. 2916596-2023-03334.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned system controller, serial number (B)(6) revealed that this was the patient ¿s backup controller at the time of the event, but that it had previously been connected to the pump on (B)(6) 2022 and used until (B)(6) 2022 when it was exchanged. The first events recorded in the periodic log ((B)(6) 2020 implant date, (B)(6) 2020 and (B)(6)2021) were consistent with the controller being a backup device and the pump was not connected. The remaining data indicated that on (B)(6) 2022 the controller was connected to the pump and became a primary controller until (B)(6)2022 when it was exchanged. The event log file contained events recorded on (B)(6) 2022 from 3:42 until 23:17 when the pump was disconnected. The information recorded prior to the controller exchange revealed low voltage and no external power alarms (at 22:50) which occurred while connected to a power module and at 23:17 the driveline was disconnected. The specific reason why this backup controller was used as a primary from (B)(6) 2022 and disconnected on (B)(6) 2022 was not able to be determined. The patient history in salesforce did not reveal any previous complaints. The system controller was functionally tested and passed all test steps. The device history records were reviewed, and the records revealed the system controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the pump off and low flow alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) chapter 4 ¿heartmate touch communication system¿ explains the operation of the heartmate touch system. Instructions for using the stop pump feature are provided under ¿clinical view¿. The user is instructed to tap stop pump. A stop pump confirmation message then appears. The user is instructed to tap stop pump to confirm. A progress bar then appears and pump will stop within a few seconds. The IFU then states that after the pump stop completes, start pump appears and the pump may be restarted. Additionally, the IFU states that after the pump has stopped, the stop pump panel will close, and the clinical view will be displayed. The stop pump feature is changed to start pump. It is also noted that if the backup battery is installed in the controller, pressing the system controller alarm silence button will restart the pump. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.